Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had a kink. It was further reported that the lumen allegedly kept collapsing and sucking air. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had a kink. It was further reported that the lumen allegedly kept collapsing and sucking air. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Four electronic photos were provided for review. The first and third photo shows the dialysis catheter implanted in the patient body. The red lumen was noted to be deformed near the clamping site. The second and fourth photo shows the clinician holding the red lumen and it was noted to be collapsed. Blood was noted inside both the lumens. Therefore, the investigation is confirmed for the reported deformation and collapse issue. However, the investigation is inconclusive for the reported air in device issue as the provided photo evidence is not sufficient to confirm the issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: e1, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.